Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested with helium neon (hene) laser fixture and the customers allegation of forward firing incorrectly out of tip is confirmed. The fiber passed the connector segment verification test. Microscopic inspection identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the level edge. A distal circumferential fracture has the potential for forward firing confirming the reported event. Additionally, the total internal reflection (tir) surface is misaligned and no longer fixed relative to the laser firing point, confirming a glue failure. According to returned card data, no error messages were issued, the fiber was recognized and used. Moderate detritus was also observed. The forward firing test for this device resulted in an output which was below the threshold for potential patient harm. The glass cap exhibited severe devitrification at the output window and the metal cap exhibited moderate debris adhesion on its surface, indicative of tissue contact. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture and glue failure. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture. There is no information that the identified glue failure nor the distal circumferential fracture with an output below the threshold for patient harm, could cause or contribute to patient harm if it were to reoccur. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all the information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber was forward firing incorrectly out of tip. The procedure was successfully completed using another fiber. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber was forward firing incorrectly out of tip. The procedure was successfully completed using another fiber. There were no patient complications.